Event description:
Pump tubing leaking at clamp site. Blood backed up into tubing to site of defect. Pt did not receive IV meds (nitro & heparin). Rptr verified leak at flow clamp notified MFR's sales rep & risk mgmt 9/13/95. Red-bagged & refrigirated pump set. Gave pump set to sales rep 9/14/95.